Event description:
Pt underwent partial right knee replacement in 2003 has been experiencing increasing pain. Returned to or for revision. In or, significant polyethylene wear and loosening of both femoral and tibial components was identified.